Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon was bursted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was normal.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in ballon which is indicative of a leak. A longitudinal tear was identified in the balloon material. The tear measured 46mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon was burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was normal.